Event description:
It is reported that a provisional head fell off and was left in the patient. An additional procedure was done to remove the provisional.

Manufacturer narrative:
This report will be amended when our investigation is complete.